Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that the insulin pump was having issues with blood glucose versus sensor glucose levels. Blood glucose level at the time of incident was 514mg/dl. Sensor glucose level was 121 mg/dl. Difference is not within range. Sensor glucose value that causes insulin suspension was 55mg/dl. Threshold low suspend limit was not given. Customer treated hyperglycemia with manual injection. Troubleshooting occurred and resolved issue. Sensor will not return for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test. Sensor failed per specifications due to high readings. See attached file for details.